Event description:
Ous MDR - the ICD can no longer be interrogated after a hip MRI exam with MRI system magnetom ci, siemens. The physician had the mode and the tachycardia detection deactivated but did not activate the MRI mode. At arrival at the MRI, another interrogation of the ICD was attempted with the on-site renamic. However, the ICD was not detected and the error message "communication not possible" popped up constantly, or it said in the status bar "interrogation was not successful". The interrogation was attempted repeatedly, both with telemetry "on" and "off" -> unsuccessful. Only the follow-up window was displayed, but without data. An ICD reset was also attempted, but no input was accepted. A memory dump could be pulled after several attempts. Subsequently, another interrogation was attempted with another renamic, telemetry was "on", and after several error messages of "communication not possible" while the status bar was, however, showing an interrogation, the ICD could be interrogated and programmed again. A complete follow-up was performed, and the parameter settings from before the MRI exam were reprogrammed. ICD data (memory dump) read and saved. Subsequently, the ICD was interrogated once more with the renamic available on site. Interrogation, follow-up, and programming were possible; however, the interrogation takes relatively long and always writes "communication not possible" at the beginning. This device was not returned for analysis and no date of explant was provided.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard electrical final test documented proper device behavior. The returned device data were analyzed. The existing device data showed expected behavior. There were no indications of communication problems. All available trend data are normal.